Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in calcified distal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure, the balloon was ruptured. The use of the device was discontinued. The procedure was completed with different device. There were no patient complications nor injuries reported.